Manufacturer narrative:
The customer reported problem was confirmed. Complaint escalations, infusion products global customer support operations. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had in the problem description broken/damaged. Replaced internal frame. A review of the device history record for (B)(4) was performed from 08/20/2007 to 08/30/2019 and that this device was previously returned for unrelated servicing and there was a production failure which does not correlate to the customer reported issue. Additional comments: na additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
(B)(4).